Manufacturer narrative:
The other xience v stent is being reported under this same manufacturer report number.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that two 3.5 x 28 mm xience v stents were deployed in the mid rca in 2008. Six months later, the patient was diagnosed with an myocardial infarction (mi) while that patient was in a coma, subsequently, the patient died. No additional event or patient information is available.